Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract]. String broke - tampon [device breakage]. String broke, tampon was stuck inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon string broke. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2022. An investigation is in progress for returned product received on (B)(6) 2022.

Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract] string broke - tampon [device breakage] string broke, tampon was stuck inside [complication of device removal] case narrative: consumer reported via phone that the tampon string broke. No serious injury reported.

Event description:
Tampon stuck inside: vagina [foreign body in reproductive tract]. String broke: tampon [device breakage]. String broke, tampon was stuck inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon string broke. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.